Event description:
Patient required revision surgery to correct a patella implant that the pegs sheared off after 2 years of use. Cement was bonded well to both bone and implant. Patient reported pain a few months ago, xrays showed nothing. She went back to the clinic on wednesday (B)(6) 2025 and it was clear the implant was off the bone and floating. The pegs were stuck and were removed with curettes and ronguer.

Manufacturer narrative:
The most likely cause of this failure is a result of a fall that the patient had which resulted in the premature failure of the patella implant. There is no identified concern regarding the implant itself or the initial surgical implantation.